Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Further evaluation was recommended. Additionally, information received indicates the rv impedance jump from out-of-range measurements. Patient follow up was recommended. Subsequently, a revision procedure was performed, and the ICD and rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Further evaluation was recommended. Additionally, information received indicates the rv impedance jump from out-of-range measurements. Patient follow up was recommended. No adverse patient effects were reported. This product remains in service.